Event description:
The instrument did not fully cut the tissue. The instrument could not be removed, staples fired fully. Upon inspection, the knife blade cut through the serosa layer of tissue, but not the mucosa layer of the top donut. Another anastomosis needed to be performed.